Event description:
The customer reported that an 840 ventilator was alarming high pressure while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested running an (est) extended self test and (pvt) performance verification test and exercising the ventilator for 48 hrs. Covidien was not authorized to service the device.